Event description:
During a follow-up, it was found that the device could not be interrogated, even after much troubleshooting. An x-ray was taken in order to assess the location and disposition of the device. The x-ray revealed that the shocking lead was curled around the device, and it appeared that the coils were in direct contact with the ICD can. It is suspected that a shock delivered from the ICD has damaged the telemetry circuitry. Explant of the device is recommended. This device remains implanted. On (B)(6) 2011 - we were informed that this system has been explanted and replaced.